Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that "the physician's opinion was that the diffractive lenses did not suit this patient. It was replaced with a monofocal iol, but the patient's poor vision did not improve much".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor eyesight. Due to poor eyesight the single trifocal iol was exchanged for another single monofocal iol model after 1 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Iol received adhered to surgical fabric in an unknown pouch. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is cracked/fractured. The physician's opinion was that the diffractive lenses did not suit this patient. It was replaced with a monofocal iol, but the patient's poor vision did not improve much. The root cause for the reported complaint could not be determined. The physician's opinion was that the diffractive lenses did not suit this patient. It was replaced with a monofocal iol, but the patient's poor vision did not improve much. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).